Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the logs show that two staplers were used. The first stapler used was a sureform 50 stapler instrument (part #480460-09; serial # (B)(6) ) and was installed on the system 5 times. The stapler instrument fired 4 green sureform 60 reloads. On install 1, no clamping or firing was attempted. On installs 2-5, all clamp attempts appear to have been successful, and the firings were each completed with no pauses for compression. The next stapler was a sureform 45 stapler instrument (part #480445-04; serial # (B)(6) ) and was installed on the system 2 times. This stapler instrument fired 2 green sureform 45 reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first 3 clamps were successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs. Refer to medwatch report (MDR) with MFR report #2955842-2024-21165 for MDR submission of the event reported against a green sureform 45 reload.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, tissue was pushed and not properly cut when a green sureform 60 reload was fired with a sureform 60 stapler instrument on stomach tissue. The event occurred while the surgeon was performing a collis gastroplasty on the stomach. The sureform 60 stapler instrument had worked on the first two fires. However, during the third fire, the stapler completed the firing sequence, but when the jaws opened up, staples fell inside the patient. It was noted that the staples were opened and not shaped in a "b" form. The surgeon retrieved the unformed staples. The surgeon then opened a sureform 45 stapler instrument with a green stapler 45 reload installed to attempt to staple the tissue. Another tissue pushout event occurred on the first fire. A new stapler 45 reload was used which successfully fired on the tissue. The surgeon performed a leak test after completing the stapling and confirmed no bubbles. The surgeon over sutured the staple line as a precaution. It was noted that both stapler instruments seemed to not clamp properly onto the tissue. There were no error messages. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaw. The surgeon did not fire over an existing staple line. No buttress material was used. There was no bleeding. There was no unplanned tissue removal. The patient is recovering well.